Event description:
On 11/1/2024, it was reported by a sales representative via email that an ar-3770sp self-punching hybrid knee fibertak had two suturetapes and did not contain a pre-converted knotless mechanism. When the 2-0 safety stitch was pulled and came free, it left the blue suturetape with two free ends. Instead, it had a sliding blue suturetape without needles and a black sliding suturetape with needles. The surgeon ended up using the anchor and tying the blue sliding strand over the allograft tendon, then sewing the black sliding strand through the tendon and tying it. This was discovered during a procedure on (B)(6) 2024. Additional information received on 11/6/2024: this was discovered during a distal biceps tendon reconstruction with allograft procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.